Event description:
Customer reported that the paramedics came to their house to assist them for low blood glucose. Customer stated that excessive insulin exits during prime. Instructed customer to return pump.